Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 400 mg/dl (22.2 mmol/l) while wearing the pod between 1 and 4 hours. The patient had been previously wearing another pod that also contributed to the event, this is captured in case (B)(4). The patient reported being unsure that the cannula was properly seated in the infusion site (abdomen) and that the cannula being improperly inserted caused the pod to leak insulin. The patient was treated with insulin and a nurse helped them to apply a new pod. The patient was released 3 hours later, on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.